Event description:
It was reported that a cartridge was unable to be installed on the pump. Reportedly, a new cartridge was successfully loaded to address the issue. Customer's blood glucose level was 91 mg/dl.